Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer would change infusion set to resolve issue. The customer's blood glucose level was approximately 200 mg/dl.